Manufacturer narrative:
Manufacture dates: monitor - (B)(4) - 12/10/2018, electrode belt - (B)(4) - 09/22/2017 device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away following being appropriately treated on (B)(6) 2020. The patient was in a skilled nursing facility at the time of the event. The patient's nurses were present and emergency medical services performed resuscitation efforts. It was reported that the patient did not press the response buttons. Per clinical review of the patient's downloaded data, the patient was seen in ventricular fibrillation (vf) at 14:01:50 on (B)(6). The patient then received an appropriate treatment at 14:02:26 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 60 bpm. The lifevest then detected an arrhythmia at 14:04:33 while the patient's rhythm was vf with motion artifact. The response buttons were pressed from 14:04:43 to 14:04:51. It is unknown who was pressing the response buttons at this time. The patient then received a 2nd appropriate treatment at 14:05:26 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 70 bpm with motion artifact. The response buttons were pressed from 14:05:39 to 14:06:14. It is unknown who was pressing the response buttons at this time. The lifevest then detected an arrhythmia at 14:09:22 while the patient's rhythm was vf. The response buttons were pressed at 14:09:31. It is unknown who was pressing the response buttons at this time. The patient then received a 3rd appropriate treatment at 14:10:17 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 65 bpm with non-sustained ventricular tachycardia (nsvt) and motion artifact. The lifevest then detected an arrhythmia at 14:12:18 while the patient's rhythm was vf. The patient then received a 4th appropriate treatment at 14:12:47 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 65 bpm with pre-ventricular contractions (pvcs) and nsvt. The lifevest then detected an arrhythmia at 14:13:34 while the patient's rhythm was vf. The patient then received a 5th appropriate treatment at 14:14:06 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 65 bpm with pvcs and nsvt. The lifevest then detected an arrhythmia at 14:15:02 while the patient's rhythm was vf. The patient then received a 6th and 7th appropriate treatment at 14:15:33 and 14:16:06 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 65 bpm with pvcs and nsvt. The lifevest then detected an arrhythmia at 14:17:20 while the patient's rhythm was vf. The patient then received an 8th and 9th appropriate treatment at 14:17:50 and 14:18:22 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 70 bpm with pvcs and nsvt that transitioned to vf. The response buttons were pressed from 14:18:52 to 14:19:25. It is unknown who was pressing the response buttons at this time. The patient then received a 10th appropriate treatment at 14:20:11 that converted their arrhythmia of vf to a post-shock rhythm of idioventricular rhythm at 80 bpm with pvcs and nsvt. Following the lifevest treatments, the patient received 5 non-lifevest defibrillations. Prior to the first non-lifevest defibrillation, the patient was in vf with response button use and varying amplitudes. Falloff on all 4 ECG electrodes began immediately after the defibrillation and prevented the lifevest from further detecting the patient's arrhythmias. Per the patient's continuous ECG recordings, the patient was in vf for all of the non-lifevest defibrillations. Following the non-lifevest defibrillations, the patient's rhythm was idioventricular rhythm from 50 bpm to 60 bpm with pvcs and nsvt at the time of the device shutdown at 15:00:20. The patient reportedly passed away at approximately 3:00 pm on (B)(6). There is no indication that a device malfunction caused or contributed to the patient's passing. The lifevest is not external defibrillation-proof.